Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited noise on the rate/sense channel that caused inappropriate shock therapy to be delivered. The noise also inhibited pacing in this pacemaker dependant patient. The patient was not symptomatic. All lead diagnostics were normal.